Event description:
The facility reported a pump with failure code 570.320. This problem was identified during bio-med testing. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 04 2007. Evaluation summary: the reported condition of failure code 570:320 was confirmed in the pump's event history file during product evaluation. The pump's main batteries were damaged and therefore the batteries were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA.